Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed extended high ppeak . The customer stated this event occurred during patient use. The customer reported there was no alleged harm associated with this event.